Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment was not reported. Action with dianeal therapy was not reported. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.